Manufacturer narrative:
A1, 2, 3, 4, 5, 6: patient information has been requested but not yet received. B3: incident date is not known. D: there are no additional device identification numbers. D8: unknown. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient experienced unnecessary shocks from their mr conditional implanted cardiac defibrillator during their mr examination. The customer noted that the scans were completed regardless of the issue with the ICD. The patient did not sustain any adverse effects from the shocks, however it was determined that the defibrillator needed to be replaced.

Manufacturer narrative:
H3: ge healthcare's investigation has been completed. The discovery mr750w operator manual provides information to help determine whether a mr conditional or implanted device criteria are met and provides warnings for patients with mr conditional implants or devices. Based on the information provided by the customer, gehc was able to confirm the user operated the mr conditional device outside the manufacturerâs required conditions of use for a safe mr scan. The root cause is identified as use error when mr conditional device limits are not entered correctly and operated outside the manufacturerâs recommended conditions of use. No further actions are planned by gehc.